Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the event was stated to be a marcaine bolus. The overdose symptoms did not occur within 2 hours after refill. The hcp changed the "ptm dosing" to simple continuous and the symptoms had resolved. No medical history was provided. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving marcaine (bupivacaine), 15.0 concentration at 2.002 mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient got the pump refilled with marcaine. When she got home after the refill she could not walk. The patient said she could stand up now but she felt shaky. The patient said she was progressively getting better. When the patient spoke with the healthcare professional (hcp) he said she shouldn't have even got any pain medication yet. The hcp used ultrasound during the refill to check and make sure all the medication was in the pump. The patient had saline in the pump until this report date when marcaine was put in. The patient said it felt like she got a flood of medication all at once. The patient was supposed to have the pump checked in a week. It was considered that this was a sudden change in therapy/symptoms. No further complications were reported.